Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that, after implant, the right ventricular (rv) lead indicated oversensing sensing integrity counter (sic) due to the physician's use of bovey during the case. The lead remains in use. No patient complications have been reported as a result of this event.